Manufacturer narrative:
Per the infusion set instructions for use: change the infusion set every 24-48 hours, or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to resolve the occlusion. Customer's blood glucose was 270-288 mg/dl. Reportedly, customer was using the infusion set for 3 days versus the labeled 24-48 hours.